Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a vena seal closure system to treat a great saphenous vein. Local anesthesia was used. The device was not reprocessed. The device was used as per the IFU. No issue was reported during use; the vein closed, however the patient has reported a delayed reaction 10 days after treatment. The redness runs right along where the vein has been sealed. It is hot and swollen. Surgeon reports the issue is "now settling with the usual meds".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.